Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer passed away on (B)(6) 2024 after experiencing diabetic ketoacidosis; however, this could not be confirmed at the time of this report as pump data is not available for review. Reportedly, the continuous glucose monitor (cgm) data (which was in use independently from the t:slim x2 pump system) indicated a gradual rise in the blood glucose level following a supply change. A supplemental report will be submitted if additional information is received.